Manufacturer narrative:
Initial.

Event description:
It was reported that the patient using an ilet bionic pancreas experienced a nocturnal low blood glucose event to 38 mg/dl, confirmed by fingerstick, without preceding physical activity or correction doses; the patient self-treated with fast-acting oral glucose and requested a device return, with the device problem and component details not specified. Symptoms included hypoglycemia with associated confusion/disorientation and dizziness. Outcomes included classification as a serious injury/illness/impairment and an unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.